Manufacturer narrative:
Although this was believed to be a rare event, the manufacturer has conducted a proactive investigation. A complete review of the dhrs has occurred and confirmed that the devices were manufactured according to their requirements. All operators have been made aware of the issues and their role in preventing such a non-conformance. In addition, two levels of 100% inspection have been implemented to further detect and prevent such an event from re-occurring. Lastly, a review of work-in-progress and inventory has been conducted. The results confirm this to be an isolated occurrence rather than a widespread systemic problem. Based upon the risk analysis and data, we believe potential nonconforming rate to be (B)(4).

Event description:
According to the distributor, an acl knee procedure was being performed on a patient with a 15mm g-lok. This g-lok, which was loaded into xl button and graft, was being passed through a 9.5mm tunnel in the knee with a versitomic flexible pin. After the device had been positioned in the patient, the surgeon pulled it hard, and the loop broke. The graft was recovered, as was the button and g-lok loop. The same button was loaded onto a replacement 15mm g-lok loop. The tunnel was widened using a 10mm versitomic reamer. The flexible pin was re-inserted into the femoral tunnel. The replacement g-lok was deployed successfully. Total delay was 15 minutes, and there were no adverse consequences reported. It was confirmed that no additional anesthesia was used.